Event description:
Shortly after a lead revision procedure, the patient presented to ER with signs of bleeding. The physician performed an exploratory surgery. Bleeding was not detected and the surgeon re-sutured the lead. The patient is reportedly doing well.

Manufacturer narrative:
The lead remains implanted and will not be returned for evaluation. This is the final report.